Event description:
The device was returned for repair with the comment that it was broken during a procedure. There were no allegations of adverse consequences associated with this event. No further information has been received from the account regarding the nature of the malfunction.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to release a wire.